Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -17.5/+2.0/x174 diopter, implantable collamer lens was implanted in the patient's right eye (od) on (B)(6) 2016. Astigmatism was noted. The lens remains implanted.

Manufacturer narrative:
Previous report statement "single-use device was reprocessed and reused on a patient" is incorrect. (B)(4).

Manufacturer narrative:
Corrected data: type of reportable event: "malfunction" instead of "serious injury". (B)(4).